Event description:
As reported by an affiliate, during a percutaneous transluminal angioplasty (pta) procedure, two smart control devices presented difficulty pulling back the sliding lever. Approach was made from the right femoral artery with the guidewire (non-cordis) to the target lesion after being inspected and prepped according to the instruction for use (IFU). The first smart control (6x100mm 120cm) was advanced to a heavily calcified and slightly tortuous superficial right femoral artery with a 90% stenosis. There was difficulty pulling back the sliding lever due to friction/resistance during the stent deployment, and the stent was deployed in the target lesion approximately 5cm shorter than the original length. The second smart control (6x100mm 120cm) was delivered proximal to the first smart control, but there was difficulty pulling back the sliding lever to deploy the stent, and it was deployed at the proximal portion of the target lesion approximately 5cm shorter than the original length. Then, the third smart control (8x60mm 80cm) was additionally placed proximal to the second smart control without problem. Post dilation was conducted with a balloon catheter (non-cordis), and sufficient blood-flow was observed. The procedure was completed without other problem. There was no patient injury reported. The products will not be returned for analysis due to the patient's infectious disease. There was no visible anomaly observed on these products.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by an affiliate, two smart control devices presented difficulty when pulling back on the sliding lever. Approach was made from the right femoral artery and the first smart control was advanced to a heavily calcified and slightly tortuous superficial right femoral artery with a 90% stenosis. During stent deployment there was difficulty pulling back the sliding lever due to friction/resistance, and the stent was deployed in the target lesion approximately 5cm shorter than the original length. A second smart control was delivered proximal to the first smart control, but again there was difficulty pulling back the sliding lever, and it was deployed at the proximal portion of the target lesion approximately 5cm shorter than the original length. A third smart control was additionally placed proximal to the second smart control without difficulty. Post dilation was conducted and sufficient blood-flow was observed. The procedure was successfully completed. There was no patient injury reported. The products will not be returned for analysis due to the patient's infectious disease. There was no visible anomaly observed on these products. (B)(4). A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15574753 and it were extended to the previous lot 15574757; as well as to the subsequent lot 15574754, manufactured before and after the lots involved in the complaint, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15574753 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.